Manufacturer narrative:
The correct initial aware date of this event was (B)(6) 2021.

Manufacturer narrative:
Additional narratives: the heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. Additional surgical/percutaneous intervention may be required for the adjacent native valve or prosthetic device related to the newly implanted device. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
It was learned from medical records, intra-operatively, after a 29mm valve was implanted in the tricuspid position, the patient was weaned from bypass; however, severe mitral regurgitation was noted; the surgeon went in and reexamined the valve by opening the right atrium. On bypass after opening the right atrium, the surgeon inspected the valve leaflets with a dental mirror. The valve seemed to be functioning well. The leaflets were very pliable and each was opening. The right atriotomy was closed and the patient then weaned from cardiopulmonary bypass again. The regurgitation came down from severe to mild over a period of time. The intra-atrial groove was opened. An opening was started at the right superior pulmonary vein and was carried down the intra-atrial groove to the level of the inferior vena cava. The left atrium was then opened onto the roof of the left atrium. A cosgrove retractor had been placed and the attachments to the cosgrove retractor were placed, giving exposure to the mitral valve. The mitral valve was then examined and analyzed. A mitral valve repair surgery was performed. The patient was taken to the surgical intensive care unit. Patient was discharged home in stable condition on pod #13.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.